Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. The patient also experienced diaphragmatic stimulation. Additional information indicates that the field representative was notified the day of the procedure of the physician. Additional information indicates that high pacing threshold was attributed to the lead. This rv lead was abandoned surgically. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was exhibiting loss of right ventricular (rv) lead capture, patient is pacing dependent and had exhibited syncopal episodes. High capture outputs would cause diaphragmatic stimulation to the patient. Technical services (ts) was consulted and recommended replacing with a new pacemaker during right ventricular (rv) lead replacement. During this procedure it was identified that the right atrial (ra) lead showed insultation damage and the whole system was replaced. In addition, a previously surgically abandoned rv lead showed a pin separate from the rest of the lead and was explanted. No additional adverse patient effects were reported.